Manufacturer narrative:
Product analysis conclusion the reported endoleak could not be confirmed on the films provided; therefore the cause of the event could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Fabric wear from the underlying proximal/external stent(s) of the contra limb abrading the bifurcate near the level of the flow divider is a potential root cause of the reported type iib endoleak. It is also possible that an anatomic consideration (e.g. Calcification) may have contributed to a fabric abrasion in the stent graft. Analysis of the returned CT's did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the devices were returned with the bifurcate transected proximally ~10mm above the flow divider between aortic body rings #4 and 5; the proximally transected aortic body including the suprarenal stents were not returned. The contralateral limb was returned overlapping the gate with three (3) rings, and the distal end of the contra limb was transected three (3) rings below the level of the gate. The distal portion of the transected contra limb was not returned for analysis, which along with the non-returned bifurcate aortic body, limited the extent of the examination. Examination of the returned devices revealed multiple holes on the bifurcate ipsilateral limb, which were located from the level of the flow divider extending distally to ~30mm below the level of the gate ring. Two (2) of the largest holes measuring 1.25mm² and 1.70mm² were observed on the posterior side and near the origin of the ipsilateral limb; at the level of the flow divider marker. These holes were observed just below the distal apex of stent ring #5 within a fabric fold, and appeared most likely to be abrasion related. An abrasion related hole, fabric weave separation, and associated suture cuts were also observed on the posterior of the bifurcate limb near ring #8, and a 1.06mm² abrasion related tear was observed near ring #12 of the ipsilateral limb. No integrity issues were seen on the contra limb. From the examination of the returned devices and clinical information provided, the exact cause of the aaa size increase could not be determined. However, it is possible that the two holes observed near the origin of the ipsilateral limb, which were also likely the same holes reported during the laparotomy, may have been a source of the aaa expansion. Although a type iiib fabric endoleak was not observed during follow-up or just prior to the explant, conceivably due to the holes being located within a fabric fold and covered by tissue, it is possible that these holes or one of the other observed holes may have been pressurizing the aneurysm. It was reported that the two holes were observed only after removal of aneurysm thrombus during the laparotomy which may have disturbed the in-vivo ¿seal¿ surrounding the stent graft. The exact cause of the holes could not be determined, but appear most likely as due to fabric abrasion from adjacent stents and/or from aortic calcification. The patient¿s anatomy is unknown, and lack of returned films during the patient¿s follow-up and just prior to the explant did not allow for assessment of the stent graft in-vivo configuration, including evaluation of any endoleak or other clinical sequelae. Potential angulated anatomy, as evidenced by the observed fabric fold near the two larger holes at the flow divider, may have also been a factor. It is also possible that the source of the aaa expansion may have been from an integrity issue located on an area of the device that was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm initially decreased in size but began to grow again around three years post the index procedure, however no apparent endoleak was observed. It was decided to then perform a laparotomy approximately six years post the index procedure and replace the stent graft with a y graft. No obvious endoleak was observed during the procedure but when the aneurysm thrombus was removed two perforation sites were found in the ipsilateral leg of the main body. The y-graft replacement was performed leaving the proximal and distal ends of the stent graft. The ima and lumbar arteries were also ligated during the procedure for safety. As per the physician, the cause of the event cannot be determined. It was reported that perforation occurred in the stent graft after several years from the v-shaped tip of the stent in contact with the graft. No additional clinical sequelae were reported and the patient is fine.